Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had software error detected alarm. The customer¿s blood glucose level was 210 mg/dl. Customer was able to successfully clear the alarm and was able to complete rewind. Customer stated that self test was performed and it was passed and pump error reoccurred. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.